Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 460 mg/dl. Troubleshooting could not be performed at the time of he phone call. It was advised that the customer call back to perform troubleshooting when possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.